Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became detached from the cartridge after the tubing was pulled. Customer's blood glucose was 154 mg/dl. Customer changed the cartridge to resolve the issue and successfully resumed insulin therapy.